Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a journal article that the patient underwent a laparoscopic hernia repair procedure using the bridging/sipom technique without the closure of hernia defect on unknown date between (B)(6) 2011 and (B)(6) 2014 and the mesh was implanted. Following the procedure, the patient possibly developed a recurrence and received physical examination along with a sonography to verify the diagnosis. It was also reported that the hospitalization was prolonged for the patient who possibly developed severe complications requiring operation. During reoperation, loose adhesions of the greater omentum to the upper edge of the mesh and tangential to its surface were found. No further information is available.